Event description:
The customer reported that the 840 ventilator screen went blank while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien troubleshoot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.